Event description:
It was reported that the customer experienced a blood glucose (bg) level of 600 mg/dl. Reportedly, the customer was using cold insulin. The customer delivered a bolus via the pump and administered a manual injection to address bg level. Recommendation was made to discuss diabetes management with a health care provider.

Manufacturer narrative:
Per tandem¿s user guide, ¿insulin should be at room temperature before filling cartridge.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.